Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 09/20/2017, electrode belt: 08/28/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 at approximately 6:20pm, while wearing the lifevest. The patient was reportedly in the hospital prior to passing and was being monitored on telemetry in addition to the lifevest. It was reported that the patient was made a dnr and resuscitation efforts were not attempted. The patient's passing was cardiac related.   Per clinical review of the available ECG data, from 13:23:15 to 15:33:46 the patient was in atrial fibrillation with rapid ventricular response (af with rvr) at 150 bpm transitioning to sinus tachycardia at 140 bpm degrading to ventricular tachycardia (vt) from 150-200 bpm with CPR/motion artifact. The rhythm then transitions to an idioventricular rhythm at 50 bpm with CPR/motion artifact. The rhythm then degrades to vf with CPR/motion artifact. The patient experienced a treatment event at 15:34:29 while the patient's rhythm was ventricular fibrillation (vf) with CPR/motion artifact. The patient's post-shock rhythm was idioventricular rhythm at 70 bpm with CPR/motion artifact. The patient was in an idioventricular rhythm at 70 bpm with CPR/motion artifact at the time of the electrode belt disconnection at 15:35:07 on (B)(6) 2020. Heart rate at or below the threshold for treatment and CPR/motion artifact prevented the lifevest from treating the patient from approximately 15:19:40 to 15:33:46 on (B)(6) 2020. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.